Event description:
It was reported that the lead exhibited far p-wave oversensing, decreased r-wave amplitudes, and decreased pacing lead impedance. The lead was checked via fluoroscopy during a device replacement and no anomalies were observed. The lead was tested through the pacing system analyzer and exhibited normal behavior. The lead was connected to the new device and remains implanted.